Event description:
Patient sustained a spiral intertroch/subtroch fx. Approximately four (4) months ago. Patient complained of a painful hip recently and it was discovered the six-hole broad had broken at the middle screw hole. The appliance was removed and an alta im rod with two (2) proximal screws was useddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.